Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced discomfort due to their duty belt location. Patient underwent surgical intervention on (B)(6) 2024 during which ipg site was relocated.